Event description:
It was reported that the device was in backup mode with no defibrillation therapy available. It may have been related to an magnetic resonance imaging (MRI) scan, but this could not be confirmed. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.